Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had a revision surgery for loosening/lysis 11 years post-operative. (B)(6)."